Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device was returned to a third-party service center for evaluation. The service technician observed foam particles inside the device assembly. Dust/dirt was also found inside the device. Error code 65, error code 66, and error code 93 were found in the device log history. The device was scrapped.